Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma and capsular contracture baker grade iii . Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, seroma-late, and anxiety. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.6b, g.1, h.6.

Event description:
Device has been explanted and replaced.